Event description:
It is reported that revision surgery occurred due dislocation. The dislocation occurred when the patient attempted to cross his legs at one day post-op.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer, which markets the devices in u.s. No product was returned for evaluation. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. (B) (4).